Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A center manager reported a patient with significant pain, blurry vision and loss of best corrected visual acuity in the left eye approximately three weeks post lasik. Topical steroid dosage was increased and a bandage contact lens was placed. The patient is scheduled to return for bandage contact lens removal. Additional information has been requested.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).